Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a repair of unilateral right cleft alveolus using demineralized cadaveric cancellous bone wrapped in rhbmp-2/acs and closure of persistent oronasal fistula. Five days post-op the physician noted residual swelling of the right cheek and infraorbital area. The patient had no fever and no other signs or symptoms of infection. Candidiasis was noted. Ten days later, the patient was healing well and the candidiasis had resolved. By 49 days post-op, the patient was doing great and had no complaints. The residual edema had resolved and a valsalva maneuver was negative. As of 82 days post-op, CT scan and plain radiograph showed bone graft well visualized throughout the cleft area.